Manufacturer narrative:
The reported failure of the trilogy 100 ventilator to power on is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information from a third-party service center that a trilogy 100 ventilator had no power, the error log was not able to be retrieved and there was no filter. There was no patient involvement, and no harm or injury reported. There were no visible foam particles in the device on evaluation. Since the device had no power the error logs could not be retrieved. It was noted the device was missing the filter. Diagnostics and repair were not completed. The device was scrapped.